Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue started after the stimulator was turned on and started to increase and decrease the unit. The patient reported that what bothered him was when the test unit was installed for a week, he didn't have this problem. The patient was wondering if its where it was connecting to the spine. The patient reported that he had raised and lowered the unit for relief and he didn't have much success. The patient had been taking tylenol and advil to relieve the pain. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that he first had the testing for a week they put 2 wires and he got better relief/pain management than he gets from this one inside. When he first got the implant, it was working good and as he increased stim he started to cut his pain medication. Patient reported intermittent therapy. It was working good but now he has pain in his right leg, in lower right back in one particular spot, pain going down to his hip and leg and it seems to be getting worse. The day before the date of the call, it was hurting so bad it was in his groin and shooting down his leg and pain from his knee down. Patient has switched between groups a and b stating stimulation bothers but switching groups helps so it is not as bad. Stimulation makes his right leg almost feel "light headed" almost like his leg gains strength or is not even there even when walking he is in pain but it almost feels like (his leg) got "longer or lighter." During the call, patient reported he does not have access to pulse width or rate on a or b the only thing he can change is the amplitude. Patient changed from a to b and described: he got a weird feeling going down his leg like water raining down the leg. Patient described the timeline: (B)(6) staples removed stim turned on (B)(6) lowered from 2.2 to 1.8 (B)(6) getting shock or vibe when he was blowing his nose so he turned back to 2.3 nov 1 more vibes more after blowing or sneezing, coughing and it started happening when he was bending (B)(6) his right leg felt weak, like it would let go and felt weak when walking on stairs (B)(6) he went to his hcp and explained that mentally he felt good but the shocks are increasing, showed hcp that when he increases stim 1 point it made him jump so he left at 2.4 then changed from a to b which made his right leg feel like it was falling down. (B)(6) increased to 3.5 on b seemed to be ok. Patient said at one time he tried going back to a and it was better than it started again so went back to b; b seems to work better (B)(6) increased to 3.5 (B)(6) he noticed when he tries to increase to 4.0 it has been bothering on his right side and leg it makes his right leg feels like it is vibrating, slipping also when laughing he is getting mild vibration to his right side, and when he goes on stairs his right leg feels very weak he has to push on the knee to get the strength to get up the stairs and has to be very careful walking because every so often it feel like it is just letting go and collapsing on him. Patient met with a manufacturer representative in (B)(6) 2019, who adjusted it. Patient added that their hcp wants them off the pain medications because they have been on them for too long. Patient has a certain amount of narcotics and he has been taking (B)(6). No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that they had trouble with one spot on lower right back and would shot pain down to their right leg but now when walking upstairs their right leg was very weak and now they have trouble even slightly. Patient stated they changed the controller to a and used their left leg to climb up the stairs more. Controller was turned won to 2.5. Patient stated the issue has resolved very little if any. Patient repeated information and that the right leg was even throbbing when sitting down.